Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery overnight and the patient's blood glucose increased to 495 mg/dl this morning. The patient treated via manual insulin injection. The no delivery alarm was resolved via infusion set change. The insulin pump was not returned for analysis.